Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: was an attempt made to open the device prior to it being cut out? No. If no, why did the surgeon cut the device out rather than open it? The surgeon would like to show the status of the device.

Event description:
It was reported that during a semi-open ileocecal resection, the firing knob did not move forward at the second firing on the colon though the device functioned as intended at the first firing. After the event, the clamped tissue was cut and the device was removed from the patient without opening. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. The analysis results found that a tvc55 device was received in good visual conditions and with a reload loaded in the device. The reload had the swing tab in the locked position, and the proximal 5 drivers up without staples; the remaining drivers were down with staples present. Further analysis showed that the cartridge had a piece of plastic blocking the knife pad, not allowing the knife to advance. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.